Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to high pacing thresholds, noise, oversensing, lead insulation damage and a suspected lead fracture. Also lead impedance, greater that 3000 ohms was observed. A lead extraction was attempted, but the procedure ended up failing. No additional adverse patient effects were reported.